Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were unresponsive that day. It was stated that the patient wore the pump outside of clothing and the pump was cleaned with a q-tip. The reporter stated that the pump was exposed to water and there was evidence of moisture where the pad should be. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: pump returned with visible moisture in display lens. Moisture was present in pump. A case seal leak was found during leak test. Testing was unable to duplicate or verify the unresponsive keypad. The keypad is fully intact. All the keys on the keypad are responsive to user input and have spring back or click. Removed keypad; no contamination was found under the key contacts. Unrelated to this complaint, the display lens has a pinkish faded display screen: booted to normal contrast with replacement screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.